Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient inserted the bent catheter on (B)(6) 2025. The patient experienced hyperglycemia all night, and the bent catheter was replaced the next day. The blood glucose level was over 350 mg/dl and acetone at 1.8, as well as nausea and vomiting. The patient treated with a bolus with a pen and was taken to the emergency room. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011560, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011560". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Test results: no sample will be returned, as stated in the report. Device history record (DHR) review: the lot 6011560 was manufactured according to the work instruction (wi) version 76 and manufactured in inset 5 on 03-mar-2025 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. One non-conformance (nc) was identified, delaminated adhesive tape, this malfunction its not related to the complaint, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.